Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin on (B)(6) year old female patient. The results provided were: sid (B)(6) initial= > 100 ng/ml /reference lab result=28.66 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing, field data for architect prolactin reagent lot unknown. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Statistical process control (spc) analysis was performed for the architect prolactin assay. No unusual variation was observed. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The likely cause lot is unknown in this case, however review of the within date lots show that all median values are within specification of the mean indicating that the lots are comparable and performing acceptably in the field. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot unknown.